Event description:
After successful angioplasty balloon catheter was exchanged for an express 2 stent. Due to tortuosity in vessel access was last forcing md to pull stent back into guide catheter. Several attempts were made, but stent did not cooperate. Guide catheter, wire, and stent were removed as a unit. Procedure was continued and successful coronary stenting was achieved with different product.